Event description:
It was reported that on an unknown date a dhs 11 hole plate construct broke due to a fall. There is no further information avvaible for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant/explant is unknown.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.